Event description:
It was reported that deflation failure occurred. A 4.00 x 16 synergy ii drug-eluting stent was advanced for treatment. After the stent was implanted, several unsuccessful attempts were made to deflate the balloon. The guide was negative and the inflation device was pulled negative several times. The partially deflated balloon was removed together with the guide catheter and the guidewire. No patient complications were reported.